Manufacturer narrative:
D4: lot number: corrected. E1: initial reporter phone: (B)(6). Device evaluated by MFR.: returned product consisted of the rotapro atherectomy system. Visual inspection of the device did not reveal any damages or defects. Microscope inspection of the device revealed that the annulus of the burr was damaged/not rounded. The damage to the annulus was found to be consistent with continuous interaction between the rotating burr and the rotowire. Product analysis confirmed the reported event, as the annulus of the burr was damaged/not rounded.

Event description:
It was reported that the burr became stuck on the rotowire. The 89% stenosed target lesion was located in the severely tortuous and severely calcified mid left circumflex artery (lcx). A 1.50mm rotapro and rotawire were selected for percutaneous coronary intervention (pci). After the procedure, it was noted that the burr become stuck on the rotawire. The burr and rotawire were removed together as one unit from the patient's body. The procedure successfully was completed with another rotapro and rotawire devices. There was no patient complications reported, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the burr became stuck on the rotowire. The 89% stenosed target lesion was located in the severely tortuous and severely calcified mid left circumflex artery (lcx). A 1.50mm rotapro and rotawire were selected for percutaneous coronary intervention (pci). After the procedure, it was noted that the burr become stuck on the rotawire. The burr and rotawire were removed together as one unit from the patient's body. The procedure successfully was completed with another rotapro and rotawire devices. There was no patient complications reported, and the patient was stable post procedure.